Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a04 captures the reportable event of tip bent. Block h10: a wallflex biliary stent and delivery system were received for analysis. The stent was received completely deployed. Visual examination of the returned device found the inner sheath bent in the distal section. No other problems were noted to the stent and delivery system. The investigation concluded that the observed failure of inner sheath kinked was likely due to factors encountered during the procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. The reported events of stent failure to deploy and tip damaged/defective cannot be confirmed. Taking all available information into consideration, the investigation concluded that the reported events and observed failure were likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled, the technique used by the physician and/or normal procedural difficulties encountered during the procedure, limited the performance of the device and contributed to the reported events and the observed failure. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation on (B)(6), 2022, that a wallflex fully covered biliary rmv stent was to be implanted in the common bile duct to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2022. During the procedure, the wallflex fully covered biliary stent could not be deployed in the stricture. The device was removed, and it was noticed that the tip of the wallflex delivery system was bent. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that a wallflex fully covered biliary rmv stent was to be implanted in the common bile duct to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the wallflex fully covered biliary stent could not be deployed in the stricture. The device was removed, and it was noticed that the tip of the wallflex delivery system was bent. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.